Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the display of the insulin pump was blank. Customer reported that the insulin pump returned a turn off message and then shut off. After installing a new battery of the recommended type, the display returned. Blood glucose level was 127 mg/dl at the time of the call. No further information was provided.